Event description:
During an endoscopy procedure, the physician used a cook 6 shooter saeed multi-band ligator. The endoscope with the 6 shooter attached was entered into the patient's esophagus. The first band deployed but the second band would not. When they were trying to deploy the band, it torched and damaged the endoscope. They exited the patient and discarded the device. They finished the case with another device. The endoscope is being repaired by olympus. On (B)(4) 2015, the device was returned for evaluation. The report indicated that no section of the device detached in the patient. Our evaluation results confirmed that the beads are missing from the cord as well as the bands. Information regarding the missing section was communicated back to the medical facility. The location of the missing beads is unknown. The bands were disposed of by the facility. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. The handle, trigger cord and barrel were the only components included in the return. No bands were returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all 12 beads were not present. The length of the trigger cord was measured to be within tolerance. The location of the beads could not be checked because they were not present. The cause for the missing beads was not able to be determined. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. The bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the string sub-assembly work order was conducted and the affected lot met the required strength for the bond between the bead and the trigger cord. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because all of the device components, particularly the bands on the barrel, were not included in the return. This limits our ability to conclusively determine a cause. The information provided indicated the endoscope curved when difficulty with band deployment was encountered. Torquing of the endoscope can occur if the handle rotation is continued after experiencing band deployment difficulty, perhaps due to a compromised accessory channel restricting movement of the trigger cord and potentially removed the beads from the trigger cord. The instructions for use contain the following statement "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, manufacturing specifications state to inspect the: existence, location, quantity, and strength of the beads. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.